Manufacturer narrative:
A field service engineer (fse) went on-site and found the leak to be on a tubing that goes to the slidemaker and replaced the tubing. Fse verified instrument and results were okay. The root cause for this event was attributed to the defective tubing.

Event description:
A customer contacted beckman coulter inc. (Bci) stating there was a bloody leak of approximately 0.5ml in the left side of the diluter of the coulter lh750 hematology analyzer. The customer was wearing proper ppe. There was no exposure to mucous membranes or open lesions and the operator did not seek medical attention.